Manufacturer narrative:
Pump received with blank display. After disconnecting and reconnecting the electronic assemble the fault went away. Problem isolated to the electronic assembly. Unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to blank display. No cosmetic damage noted during physical inspection.

Event description:
The customer reported via phone call that the insulin pump has a blank display before and after a battery change. The customer's blood glucose reading was 60 mg/dl at the time of incident. Troubleshooting found that the customer had an additional battery cap, but the pump did not turn on after the new cap was installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.